Event description:
The hearing aid (h/a) user reported to the dispenser that two sentry ii waxguards have come unseated and fallen into their ear. The user's physician removed the waxguards from the affected ear.